Manufacturer narrative:
Result: power supply board malfunction hindered all electrical functions.

Event description:
It was reported by service report that the bed had no power. No pt involvement or adverse consequences were reported.